Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is missing. Customer's blood glucose was 266 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. However, the pump was unable to perform the displacement test and occlusion test due to missing retainer and missing reservoir tube o-ring. The insulin pump was received with scratched case, pillowing keypad overlay, keypad overlay texture damage and minor scratched lcd window.